Manufacturer narrative:
B3: date of event: estimated as 01 july 2025 as the date of event is unknown and the aware date of the event was in july 2025. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Efforts were made to obtain the information, but it was not available upon request. Because the lot number is unknown, we are unable to provide the full unique identifier (UDI) and other specific product information.

Event description:
It was reported that a faradrive steerable sheath that was selected for use during an atrial fibrillation procedure exhibited a leak. During the procedure the valve was found to be leaking. The sheath was replaced, and the procedure was completed successfully. No patient complications were reported. The sheath was disposed of at the facility and will not be returned for analysis.